Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "no upstream occlusion alarm" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be low ultrasonic sensor calibration values. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had undetected upstream occlusion. This occurred during testing in the biomed service department there was no patient involvement. No additional information is available.